Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address infection. Update (B)(4) 2011 - medical records were received. The revision operative report indicated that the patient had increased metal ion levels. The complaint was reopened to update the MDR decision. Update (B)(4) 2011 - litigation papers allege patient suffered pain, popping, aching, and discomfort which in turn negatively affected patient's ability to walk and move; excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. Update (B)(4) 2011 of plaintiff's preliminary disclosure form was received which identified part/lot information. There was no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015 - ppd and medical records received. Ppd now alleges infection. Ppd and medical records were received on (B)(4) 2013 with the alert date of (B)(4) 2013. The records were reviewed for MDR reportability on (B)(4) 2015 and showed the patient was revised on (B)(6) 2011 for infection, inflammation, pain, discomfort, increased metal ions (no labs provided), and metallosis. All implants were removed and prostalac was placed. The patient went through several repeat surgeries for the infection, but was reimplanted on (B)(6) 2012. The MDR decisions for the 1st two products (stem and sleeve) are being changed to reportable since infection was confirmed. There was no mention of any popping as litigation alleged. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.